Event description:
It was reported that during implant, the left ventricular (lv) lead dislodged when the sheath was split due to abnormal patient anatomy. The physician replaced the sheath and the lead was successfully implanted in another vessel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.